Manufacturer narrative:
.

Event description:
It was reported that the patient's pump was removed due to an infection. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates lioresal. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.